Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient developed a pocket infection. A culture test was not performed, and the physician stated the infection was not related to the device. The system was revised and the patient is well. Additional information was requested but was not available.